Event description:
In 2002, the end-user called medtronic minimed, USA and stated that the tubing, that goes into the luer lock dislodged. On april 10, 2002 maersk medical a/s received the complaint and 1 used tubing. The near-incident took place in USA.